Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a benchmark 6f 071 delivery catheter (benchmark) for thrombectomy procedure, the physician flushed the benchmark and noticed a leak at the base of the proximal end. Therefore, the benchmark was set aside and the procedure was completed using another benchmark.

Manufacturer narrative:
Results: the benchmark was fractured under the strain relief, approximately 2.0 cm from the hub. The benchmark was kinked in multiple locations throughout its length. Conclusions: evaluation of the returned device revealed it was fractured near the hub. This damage may have occurred due to forceful handling of the benchmark at extreme angles during removal from the packaging or preparation for use. The fracture allowed fluid to leak out of the catheter shaft during flushing. Further evaluation revealed the benchmark was kinked in multiple locations throughout its length. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.